Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy (date is unknown). According to the complainant, during removal of the peg device, the internal bolster detached from the peg tube. The physician could not locate the bolster in the stomach; therefore the physician believed it may have passed into the intestine. At a later date, the physician performed surgery to remove the unretrieved bolster; however it could not be located. The physician believes the bolster passed naturally. The patient's condition at the conclusion of this event was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.